Event description:
Report received of a non-delivery during preventative maintenance testing. It was reported that after programming the device and pressing the start key, the pump did not infuse. The customer reported that the pump did nothing at all. The pump was not alarming and was not infusing. There was no patient involvement and no complaints of any problems while the device was in clinical use.